Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, with ketones (size was not provided) the health care provided identified as dangerous/life threatening. Customer gave a correction bolus via the pump to address bg level and went to the emergency room and subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved. Due to the elevated bg level the hcp identified "kidney damage associated with dehydration caused by throwing up from the high bg." Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.